Manufacturer narrative:
(B)(4) - cataract, induced, cloudy, device remains implanted. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - review of the file indicates that patient was noted to have trace anterior subcapsular opacity. At this time, this condition is considered not clinically significant as the patient's preoperative va is the same as her current va (20/25). The surgeon believes that this event was not due to the icl itself but due to the surgical procedure. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od). The patient reported her eye is cloudy all the time. The facility agreed with the patient's response and reported an anterior subcapsular cataract had developed. The facility reported they felt the cause of the cataract may have been due to the surgery and not to the icl. The cataract has not progressed and the patient's post-op va was 20/25. The patient's prognosis is good and the icl remains implanted.